Event description:
Per international affiliate: procedure: posterior spinal fusion. Small fragment broke off the instrument. Fragment found in head of screw in patient. Patient was fine. X-rays and photos are not available. Procedure delayed by 5 minutes.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Date of manufacture: nov-11-2009, nov-14-2009 visual examination revealed that one of the four castle nut tabs was fractured at the distal of the instrument. Optical images of the fractured surface noted rough and plastically deformed material that extends across the entire surface suggesting the tab underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. As such, no issues were identified in the manufacturing and release of this driver that could have contributed to the problem reported by the customer. Device was released accomplishing all quality requirements. It should also be noted that this driver has been in the field for approximately five years. Review of the complaint trend analysis on the specific product code found no emerging trends. The root cause of the castle tightener¿s distal tab becoming broken cannot be positively determined. However, it was identified in the fracture analysis that the fractured surface exhibits rough and plastically deformed material that extends across the entire surface suggesting the tab underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.